Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens and the haptic broke. There was no patient contact. The injection system used has not been approved by the manufacturer for use with this model lens and is off-label use.

Manufacturer narrative:
(B) (4). (B) (4).